Event description:
A report was rec'd that the pt's ipg battery was depleting prematurely. A bsn representative reviewed the ipg database and confirmed premature battery depletion. Ipg replacement surgery was recommended. No action will be taken at this time due to the pt's personal issues.

Manufacturer narrative:
The devices involved in the complaint will not be returned to bsn, as the pt remains implanted.